Event description:
It was reported that this device detected high out-of-range right ventricular (rv) lead shock impedance measurements. Technical services (ts) noted that implant form indicated that no defibrillation threshold (dft) testing was performed at implant and the device has never delivered a shock to the patient.

Event description:
It was reported that this device detected high out-of-range right ventricular (rv) lead shock impedance measurements. Technical services (ts) noted that implant form indicated that no defibrillation threshold (dft) testing was performed at implant and the device has never delivered a shock to the patient. The physician elected to change the shocking vector to rv coil to can which resulted in normal impedance measurements. The patient will be monitored. No adverse patient effects were reported. The device and lead remain implanted.